Event description:
Pt noted to have nasal septum erosion following synchronized nasal intermittent positive pressure ventilation (snippv) from 09/20/01 through 10/05/01. Surgical reconstruction will be required.